Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) and intracardiac echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A 35mm watchman flx closure device and delivery system (wds) was advanced into the laa and sub-selected into an anterior lobe. A tug test was performed, and the device moved proximally out of the sub-selected laa lobe therefore not meeting release criteria. The wds was recaptured and redeployed in the laa, meeting release criteria. Hypotension was noted and the physician manipulating the imaging probe found fluid in the pericardial sac. The closure device was implanted, and the anesthesiologist administered medication to control blood pressure, and a pericardiocentesis was performed. The patient became stable, and the procedure was concluded. The patient was transported to a cardiac care unit and is expected to fully recover.